Event description:
The patient remains stable. During device removal, the balloon detached while exiting the sheath. The balloon diameter was appropriate for the sheath size.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Multiple attempts were made to collect the device without success. The cause of the balloon detachment could not be definitively determined based on the information available. The following codes were updated because the device did not return to the manufacturer: type of investigation (b): 4114. Investigation findings (c): 3221. Investigation conclusions (d): 4315.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac artery. A total of 300 ivl pulses were delivered. During device removal, resistance was encountered while pulling the catheter out of the 8 french sheath and excessive force was required. The balloon was found to have completely detached from the catheter but remained within the sheath. All device components were retrieved and there was nothing left inside the patient. No patient harm was reported.